Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the status of the return sample? The sample could not be sent back from the institution. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an lap gastric bypass procedure on 7/23/2021 and suture was used. The needle disassembled from the thread while they were making the final knot of the jejunal-jejunal anastomosis. Both parts were removed separately from the patient. No adverse patient consequences were reported. Additional information was requested